Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The broken pitch cable was attributed to a component failure and related to device design. There were additional observations not reported by the site and not related to the primary failure. The instrument was found to have a derailed yaw cable at the distal end. As a result, the yaw motion may be non-intuitive. The root cause of the derailed yaw cable was attributed to a component failure. The instrument was found to have indentations on the edge/face of the distal idler pulleys. Indentation damage appeared to cause missing material approximately 0.08" x 0.03" and 0.05" x 0.03". The missing material was not returned with the instrument. The root cause is attributed to the mishandling/misuse, such as instrument collisions or impact from an external object. A review of the logs showed the permanent cautery spatula instrument (part# 470184-13 / lot# n10200706-0039) was last used on (B)(6) 2022 during this myomectomy procedure with system sk2844. The permanent cautery spatula instrument had 5 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the permanent cautery spatula instrument. Images of the permanent cautery spatula instrument related to this event were received. A review of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: this instrument has suffered a broken pitch cable. This complaint is being reported due to the following conclusion: this permanent cautery spatula instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.

Event description:
It was reported that during da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula instrument was out of control. The surgical staff removed the permanent cautery spatula instrument and discovered the wire was broken. There was no report of any fragments falling inside the patient. The customer replaced the permanent cautery spatula instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 19-apr-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: it was confirmed that there was no fragment from the instrument that fell inside the patient.